Manufacturer narrative:
The product was not returned for analysis. A facility representative reported an explanted intraocular lens (iol) with patient reason. Blurred vision, shadow images. Clinical reason decentered iol, over-correction. Replaced with unknown advanced technology intraocular lens (atiol). The reporter stated that the non-toric lens was replaced with a toric lens. An iol exchange for a difference equal to or greater than two diopters indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 22.5 diopter lens was exchanged for an company toric 20. 5 diopter lens. Based on the results from the product history record, the products met release criteria.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, and shadow images. Clinical reason for explant was decentered iol, and over-correction. The iol was exchanged from non toric model company lens to toric model company lens with decrease of 2 diopter value, 4 months 21 days following the initial implant procedure. Additional information has been received stating patient issues resolved and surgeon¿s prognosis was excellent with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).